Event description:
It was reported during implant procedure that the helix of the right ventricular lead exhibited difficulty extending. The lead dislodged shortly after implant attempt. The lead was replaced and the procedure was successfully completed. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be stretched and clogged with blood. X-ray inspection found over torque of the inner coil and stretched/ damaged helix consistent with procedural damage. The helix mechanism and extension length could not be tested due to damaged helix as received. The cause of helix mechanism issue was isolated to the helix being stretched/ damaged and over torque of the inner coil.